Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported call that the insulin pump suddenly shut off. The customer's blood glucose level was 168 mg/dl. It also reported that battery cap was intact. The customer will return insulin pump for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to broken or cold solder joints of wire (black) on power board. Unable to perform functional testings due to blank display. Device was received without the original battery cap and unable to verify damage battery cap.